Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir area was broken and buttons had to be pressed more than once. Also the insulin pump was frozen, had button error, motor error, unexplained no delivery, was slower to rewind and grinds to rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.